Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The commander delivery system (IFU)instructions for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of stenosis and regurgitation were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "the operative note stated that the patient presented with "aortic stenosis of the transcatheter placed sapien biologic valve." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. As reported, "4 year transthoracic echocardiogram showed that there was mild aortic insufficiency with an av mean gradient of 21.57mmhg". There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. In this case, due to limited information provided, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 4 years and 2 months post-implantation of a 26mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. Per medical record review, the 4-year transthoracic echocardiogram showed that there was mild aortic insufficiency with an av mean gradient of 21.57mmhg. The aortic valve area was 1.08cm. The operative note stated that the patient presented with "aortic stenosis of the transcatheter placed sapien biologic valve."